Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient had leads pulled out multiple times in 2016. No patient symptoms were reported and no further complications have been reported as a result of this event.